Manufacturer narrative:
Device not returned. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The type and cause of insufficiency varies depending upon multiple factors. Typically, mild insufficiency is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high insufficiency requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Insufficiency which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (eg, patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Event description:
Tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (eg, surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the aortic valve was explanted after an implant duration of approximately 15 months, due to severe aortic insufficiency. The explanted device was replaced with a model 3300tf x 23 mm. Per the operative report provided, the aortic valve was excised and calcific deposits were carefully removed. A new prosthesis was seated by putting equally distributed tension on all sutures. The patient was weaned from cardiopulmonary bypass without difficulty.